Manufacturer narrative:
(B)(4).

Event description:
The aptus endoanchors were implanted to treat a type ia endoleak with the aortic cuffs from another manufacturer. It was also reported that the patient was hospitalized and transferred to intensive care unit. The patient was diagnosed with the following adverse events: anemia (event term bleeding) and septic shock. The patient's hemoglobin count was 6.8 in setting of atrial fibrillation. The patient experienced symptoms associated with these adverse events, include hypotension and hypoxia. The patient received blood transfusion and amiodarone drip for anemia. Medication was also given to the patient for septic shock. The investigator was uncertain if anemia and septic shock was related to the device or procedure.

Manufacturer narrative:
Film evaluation results are: the cause of the clinical sequelae reported after implant of the aptus endoanchors (> 30 days from the procedure) could not be determined from the images provided. It is unclear if the events were procedure, device or patient related. Per medical review, the aneurx stent grafts and aptus endoanchors did not cause or contribute to these events.